Manufacturer narrative:
This medwatch report is associated with MDR # 1225714-2013-00319.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced permanent personal injuries on an unk date after use of the product.